Event description:
Follow-up information provided the patient is no longer on antibiotics. Cultures were taken no signs of infection. Physician will continue to monitor the patient¿s incision.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg incision was scabbed and not healing as expected. As a result, the patient underwent surgical intervention to revise ipg incision on (B)(6) 2018, and no infection was noted at that time. The patient went to the emergency room on (B)(6) 2018 and pus was found at the ipg incision site. As a result, the physician prescribed antibiotics.